Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, the green button was pressed but the device was unable to fire. The handle could not be squeezed. Another reload was used to complete the case. There was no patient injury.